Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot#: 0mpeg10c for evaluation. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer from canada reported that he obtained blood glucose readings of 5.1 mmol/l at 7:30 a.m. On the contour next link 2.4 meter and 14.4 mmol/l at 7:35 a.m. With the laboratory testing. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.